Manufacturer narrative:
At this time, the lot number is unknown. The device is being returned, but the evaluation has not been started. A follow-up report will be submitted once we receive more information.

Event description:
During the case, the cervical karlin currette micro hook broke and the piece fell into the patient. An intraoperative x-ray confirmed that all pieces were retrieved. There was no harm to the patient and no delay as a result.

Manufacturer narrative:
Upon receiving the returned device, it was noted that the device had significant signs of wear and tear. The lot code on the device is "084" which indicates that it was manufactured in april 2008 and has had atleast 10 years of use. A hardness evaluation was completed and determined that the hardness of the device was 47.4 hrc which is within specification per the product drawings and intended use of the device. There have been two additional complaints recorded for a similar issue. In both cases the devices had been in use for over 5 years. Based on our investigation, it can be determined that the damage occurred due to wear and tear of the device over years of use. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions a follow up report will be submitted.